Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and revealed that all relevant tests performed during the manufacturing process and final product release had met requirements. No nonconformity of this nature had been registered during the production of this lot. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the tubing is kinking while on a patient. No patient injury reported.

Event description:
The customer alleges that the tubing is kinking while on a patient. No patient injury reported.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.